Event description:
Customer reported via phone, no matter what he eats his blood glucose goes over 400. He treats with manual injections and his blood glucose would go down. Customer has changed out the set multiple times and stated he didn't want to perform troubleshooting just wanted the device to be replaced. Customer's blood glucose was over 300 mg/d and current was 256 mg/dl. Customer's symptoms were nausea. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had cracked case at the display window corner and minor scratches on the lcd window.